Manufacturer narrative:
According to the info rec'd on 8/12/97 this inflatable penile prosthesis was revised on 7/30/97 because the "tubing (was) to short to move (the) pump." However, on 9/8/97 add'l info was rec'd indicating that the reason the revision surgery was an "infected hematoma of (the) scrotum." The info indicates that this prosthesis was implanted on 7/7/97 and that the implant surgery had been difficult due to "extensive corporeal fibrosis." On 7/29/97 the pt presented with "swelling of his scrotum with edema and ecchymosis and drainage." "The incision had drained for the past 10 days, old black blood." During surgery the physician noted "a lot of hematomatous material was evacuated. Cultures were taken. There was no obvious infection process with the hematoma. The pump was exposed and brought out of the incision. The pump tubing was quit short due to the fact that the pt is markedly obese. The pump was taken off. A new pump was placed. A new pough for the pump was made in a subdartos location on the right side. Plenty of tubing on the new pump was allowed so that this pump could be placed completely away from the old hematous area." The culture results showed heavy growth of gram positive cocci, indicating infection. The info also indicates that the old pump was incinerated and therefore will not be returned. Because the explanted prosthesis was discarded, qa was unsuccessful in securing if for eval. Without the benefit of analyzing the explant, qa is precluded from confirming any observations and precluded from commenting on the condition of the prosthesis. However, because qa's examination can neither confirm nor disprove the report of infection or hematoma, or that repositioning the device was not possible due to the pt's constitution, qa accepts the physician's observations of such as the reasons for the noted surgical intervention.

Event description:
Per the info provided to co by the physician's office, the device was removed as the "tubing [was] too short to move pump. As reported to co, only the pump was removed and replaced.